Event description:
Routine complaint investigation identifies both false high and low readings when values compared to laboratory results. These results under certain conditions could have adverse clinical effects. No injuries were reported in the field.